Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. During the endoscopic vessel harvesting procedure it was stated that the device could not be pushed through the harvesting cannula. Initially it went through but was said to be very sticky. When the device was pulled out from the cannula to inspect it could not be pushed through again. The case was completed by opening a second device and then it worked properly. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis : (4109/213/67)) there were 9 additional similar complaint(s) reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of ¿(B)(6) 2021¿ through ¿(B)(6) 2022¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
N/a.